Manufacturer narrative:
(B)(4). The device was not returned to gore.

Event description:
On (B)(6) 2017, the patient underwent treatment of a total occlusion of a subclavian vein with a gore viabahn. The gore viabahn endoprosthesis would not deploy within the patient¿s body. It was reported 1 cm of the distal portion of the stent partially deployed within the patient. The cause of the partial deployment is unknown. The patient was transferred to the emergency department and the device was explanted. The patient tolerated the procedure and no additional adverse events were reported.